Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty speaker. The rear housing assembly has been replaced. Additional: a service history review revealed that this device has been previously serviced for the reported condition.

Event description:
During the product evaluation at baxter, it was discovered that a colleague infusion pump had failure code 550:320 with a pinched speaker wire during recertification. The device may not have audibly alarmed. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.